Event description:
The u shaped cradle with diodes part #105062 in a wall mounted ophthalmoscope that holds the scope and turns the light on and off was broken. The cradle has been replaced on this ophthalmoscope 6 times.